Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as the machine however, the homechoice device does not specifically come into direct contact with the sterile fluid pathway, therefore, the cause of the event was assessed as unknown. The patient was hospitalized for the event. Treatment details were unknown. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.